Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Patient present with a dislocated hip. Upon revising the components, it was noted that the hip prosthesis (accolade tmzf) was damaged. The neck taper was visibly defective as it was sheared down to a point. The stem was removed and the hip was revised. The patient and surgeon both asked for this to be documented. Right hip update: "the head stayed in the liner but the neck of the stem came out of the head."

Event description:
Patient present with a dislocated hip. Upon revising the components, it was noted that the hip prosthesis (accolade tmzf) was damaged. The neck taper was visibly defective as it was sheared down to a point. The stem was removed and the hip was revised. The patient and surgeon both asked for this to be documented. Right hip. Update: "the head stayed in the liner but the neck of the stem came out of the head."

Manufacturer narrative:
Reported event: an event regarding disassociation involving a lfit v40 cocr head that was mated with an accolade stem was reported. The event was confirmed through analysis of the photograph provided of the stem. Method & results: -product evaluation and results: visual inspection: the device was not returned, however, a photograph was provided for review. There is evidence to suggest tapering of the neck of the stem which would result in head disassociation. Material analysis, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the event was confirmed through analysis of the photograph provided of the stem. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.